Manufacturer narrative:
Corrective/preventive action plan: no corrective action is initiated at this point of time as the product conforms to the requirement and the allergy could be individual specific. Conclusion: we have also logged this complaint into our database system and will closely monitor our product performance to meet the quality objectives.

Event description:
The doctor had an allergic reaction to the gloves which resulted in needing to go to the emergency room. The doctor's left hand was swollen and had to take antibiotics for about a week. We have been unable to obtain any additional information regarding treatment after several attempts. Quantity returned: one dispenser.

Event description:
(B)(4).